Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be peeling. During investigation, it was found that the backlight contact is missing. The ok and down arrow key contacts were found to be inverted.

Event description:
It was reported that the buttons are intermittently unresponsive for the past few days. It was reported that the keypad has peeled up on the sides, noticed this weekend.